Event description:
The manufacturer received information alleging a "low circuit leak" error that had condition had occurred on the trilogy 100 device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check of the device. The manufacturer's service technician went to perform the preventative maintenance test on the device when the positive and negative flow verify test steps had failed on the device. The manufacturer's service technician observed that there was a discrepancy in the flow rate measurement. The manufacturer's service technician alleged that the relevant alarm was caused by the discrepancy in the flow rate measurement due to the sensor printed circuit assembly (pca) board. The manufacturer's service technician replaced the device's sensor pca board to address this issue. After the part was replaced on the device, the manufacturer's service technician performed the repair test and run-in test, along with the battery and valve checks. The manufacturer's service technician determined the device was operational and it was cleaned.